Event description:
It was reported that an unspecified number of bd maxzero¿ needleless connectors experienced leakage. The following information was provided by the initial reporter, translated from japanese: infusion fluids are usually administered through a phaseal IV line by connecting mz1000 to safety step huber needle. At a rate of about 250 ml/h, no leakage occurs; however, when the clamp is full-opened, leakage from the septum is observed. Leakage occurs in about 5 of 10 cases.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21125529 , medical device expiration date: 07-dec-2024, device manufacture date: 06-dec-2021. Medical device lot #: 21015542, medical device expiration date: 07-dec-2024, device manufacture date: 06-dec-2021. Medical device lot #: 22025487, medical device expiration date: 07-dec-2024, h.4. Device manufacture date: 06-dec-2021. D.4. Medical device lot #: 21075522, d.4. Medical device expiration date: 07-dec-2024, h.4. Device manufacture date: 06-dec-2021. Medical device lot #: 21065965, medical device expiration date: 07-dec-2024, device manufacture date: 06-dec-2021. Investigation summary: a mz1000 product was not available for investigation; however, the customer indicated the lot numbers in stock are 21015542, 22025487, 21075522, 21015542, and 21065965. The feedback provided by the customer indicates leakage was detected from the maxzero female luer adaptor (fla). The connecting products include a phaseal IV line, safety step huber needle or a huber plus needle. The customer also suggested that leakage started occurring when using a safety step huber needle instead of a huber plus needle. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 21015542, 22025487, 21075522, 21015542, and 21065965 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.